Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, "near blade detachment" occurred. Upon deflation and removal of the flextome cb mr 06/3.50 balloon catheter, it was noted that one of the blades was "nearly detached" from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.